Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device blade came off of the track and got stuck with the jaws open. Pressure was applied to open the jaws further but the blade remained exposed. There was no tissue in the jaws when this occurred. There was no pt injury.